Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 750mg/dl. Troubleshooting was performed. The customer tried to bolus to lower her glucose, but she started to vomit and was taken to the hospital. The programming on the insulin pump was correct. The alarm history revealed a motor error alarm several months ago. Ran a fixed prime, high pressure, displacement and self tests and passed. No further info was provided.